Manufacturer narrative:
Method; device not returned; followed up with company representative.

Event description:
It was reported that a patient underwent a three-levels balloon kyphoplasty procedure. Intraoperatively, a small bone cement extravasation was noted at one level; however, the procedure was completed successfully. Immediately post procedure, the patient complained of shortness of breath. A chest x-ray revealed three small radiopaque nodules that were interpreted by the radiologist as being consistent with a possible bone cement embolism. It was noted that the patient's oxygen saturations were within the expected range and the patient's physical examination revealed no objective evidence of pulmonary compromise. No therapy of shortness of breath was started for the patient. The patient's back pain improved and was discharged from the hospital within 24 hours of surgery. At follow-up one week post procedure, the patient was doing fine with no back pain or shortness of breath. Her chest x-ray revealed that two of the three radiopaque nodules were no longer present. No additional information was reported.